Event description:
Pt admitted to hospital for removal and replacement of breast implants secondary to left ruptured implant. Pt had bilateral capsular contracture. Implant date and name of MFR is unknown.